Manufacturer narrative:
The astral device was returned to resmed for an evaluation. Visual inspection of the device revealed evidence of insect infestation. Device was returned to customer unrepaired and not recommended for patient use. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (system fault). The device was not in patient use when the reported event occurred.